Event description:
Per the clinic, the device was explanted on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 15, 2024.

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new cochlear device on (B)(6) 2024. Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 23, 2024.